Event description:
One of the setscrews did not have an audible click upon fixation of the lead in the header despite numerous attempts. Therefore, the physician decided to err on the side of caution and used a different device.

Manufacturer narrative:
October 28, 2013;the analysis from the manufacturer is pending.

Manufacturer narrative:
(B)(6) 2013. The analysis from the manufacturer is pending. (B)(6) 2014. Preliminary analysis of the returned device did not reveal any anomaly. The final analysis from the manufacturer is pending. (B)(6) 2014.

Event description:
One of the setscrews did not have an audible click upon fixation of the lead in the header despite numerous attempts. Therefore the physician decided to err on the side of caution and used a different device.

Manufacturer narrative:
On october 28, 2013. The analysis from the manufacturer is pending. On january 10, 2014. Preliminary analysis of the returned device did not reveal any anomaly. The final analysis from the manufacturer is pending.

Event description:
One of the set screws did not have an audible click upon fixation of the lead in the header despite numerous attempts. Therefore the physician decided to err on the side of caution and used a different device.